Event description:
It was reported that this pacemaker was explanted due to other non-product experience. There is no evidence that suggests that it was replaced. No additional adverse patient effects were reported.